Event description:
Additional information received and stating that "there was a reported delay to the case. Navigation was aborted and the procedure was not completed. Because a perc pin was placed in the patient this caused unnecessary pain to the patient. The patient had to come back for another procedure.".

Manufacturer narrative:
H3,h6: the power tray was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Verified both fuses in the power tray tested good. Installed power tray into test system. The system failed to boot. No 48vdc from the power tray to the charger enclosure. Faulty power tray assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r , serial/lot #: 2111820014 rev. D: - b01,c02,d02 codes are applicable. E2330,f1205,f1906,f1901,f1909 codes are added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue. Replaced batteries. Software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1, MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to take images. Clinical specialist noted that she walked site through rebooting system over the phone. Site reported that after doing so, a green led near the battery indicator was flashing and the battery indicator dropped from 4 to 2 bars while connected to alternating current power. This occurred intra operatively. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Additional info: m021083c001 (software part has been added) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, g code added: g02008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to take images. Clinical specialist noted that she walked site through rebooting system over the phone. Site reported that after doing so, a green led near the battery indicator was flashing and the battery indicator dropped from 4 to 2 bars while connected to alternating current power. This was occurred intra operatively. No additional information was provided.

Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, replaced batteries due to system seeing 400 volts. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000162, product ID: bi71000535, product ID: bi71000165, product ID: bi71000852, product ID: bi71000861r, product ID: bi71000175r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that the surgical delay was 30-60 minutes.